Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Procedure: exploratory laparotomy with extensive lysis of adhesions (modifer [sic] 22) for >5 hours, small bowel resection, end-ileostomy revision with biologic mesh repair of parastomal hernia and small bowel resection with resiting of the end-ileostomy from left to right side of the abdomen with prophylactic biologic mesh placement. Anesthesia: general. Indications for procedure: mr. Morin is a 56-year-old man with crohn¿s disease with medically refractory disease. His previous surgeries included a total proctocolectomy with end-ileostomy, however, his recurrent disease more recently was affecting his terminal ileum. Also, he had developed a large parastomal hernia with recurrent obstructive symptoms. For these reasons, discussion was had regarding axillary and possible further bowel resection and resiting of his ileostomy with repair of the parastomal hernia. Consent was obtained after the patient¿s questions were answered. Intraoperative findings: frozen abdomen: extensive dense adhesions, both interloop and enteroperitoneal. Terminal ileum with evidence of recurrent crohn¿s disease. Large parastomal hernia >10 cm. An approximately 4 x 4 cm piece of old mesh was encountered in the right side of the abdomen with metal tacks protruding into the peritoneal cavity, with adherent bowel. Details of procedure: ¿mr. (B)(6) was identified preoperatively and taken to the operating room where he was laid supine on the operating table. General anesthesia was induced and an endotracheal tube placed. His abdomen was prepped and draped in the usual sterile fashion. Preoperative time out was performed to confirm the patient¿s identity and planned procedure, as well as timing of preoperative antibiotics and dvt chemoprophylaxis. His his [sic] old midline scar was excised in its entirety. The fascia was opened, supraumbilical location. Immediately upon dividing the fascia, it became evident that there were multiple loops of adherent small bowel underlying the previous midline incision. A meticulous, extensive, subsequent dissection was then performed to safely open the fascia along the length of the incision as well as lyse the adhesions and free the underlying loops of small bowel without [sic] any enterotomy for approximately 3 hours. Once this was accomplished, the bookwalter was placed to aid with retraction. We then proceeded with additional lysis of adhesions to free the adhesions between the loops of small bowel for another hour or two. Ultimately, the bowel was able to be mobilized from the ligament of trietz [sic] to end-stoma. During the course of this dissection, approximately 12 serosal tears were made. These serosal tears were all repaired with interrupted lembert sutures. In addition there was an area of spontaneous perforation which effectively was an enterotomy in the obstructed, dilated segment just [sic] proximal to the end-ileostomy, and thus, ultimately resected with the area of crohn¿s disease; there was gross spillage and this was copiously irrigated out immediately and the defect whip stitched [sic]. Once the bowel had been sufficiently mobilized, we then proceeded to take down the previous ileostomy. An elliptical incision was made in the skin surrounding the ostomy, and dissection carried through the subcutaneous tissues to the level of the fascia, using a combination of sharp dissection and electrocautery. In this fashion, the ostomy was able to be reduced into the peritoneal cavity. An approximately 15 cm length of terminal ileum appeared to be affected by the crohn¿s disease. This was resected by dividing the bowel with a gi stapler. The adjacent mesentery was then divided and ligated between clamps sequentially. The specimen was then passed off to the back table to be opened. Once the new distal end of small bowel had been sufficiently mobilized, we proceeded to resite the ostomy along the right side of the abdomen. The patient had been marked preoperatively, and the skin was then incised at this area, and again, a core of subcutaneous tissue taken with underlying skin to expose the fascia. A cruciate incision was made along the anterior muscle fibers, and a second cruciate incision was made in the posterior rectus sheath through the peritoneum. The bowel alexis wound protector was used and the end of the ileum able to be passed easily up through the abdominal wall. The wound protector was then removed, and we proceeded to place a piece of 6 cm x 6 cm stratus orifice (pre-cut) mesh prophylactically around the site of planned new ileostomy. This was done by placing multiple pds u stitches in the mesh, and then using the needle passer, through the ostomy site to grasp the suture material and pull it up into the wound. In this fashion, the mesh underlay was secured to the anterior fascia with the knots in the subcutaneous tissue. The end of the ileum was then passed up through a previously placed defect in the central portion of the mesh and after the nascent stoma was lapped off and isolated from the rest of the open field, matured in a brooke ileostomy fashion and then lapped off again. We then turned our attention to the hernia on the left side of the abdomen. A second piece of 8 cm x 8 cm stratus mesh was then placed in a similar fashion. The abdomen was then copiously irrigated and the hemostasis assured. The midline fascia was then reapproximated with interrupted #1 vicryl sutures. A jp drain was placed in the old ostomy site and the skin reapproximated at the old ostomy site as well as the midline using staples. The drain was placed to bulb suction. Sterile dressings were applied. The patient tolerated the procedure well. He was extubated in the operating room and taken to the recovery area in stable condition.¿ on (B)(6) 2011: (B)(6) medical center. (B)(6), md. Brief operative note. Proposed procedures: exploratory laparotomy-gen. Bowel resection, small intestine, anastomosis, single. Colostomy revision with stomal hernia repair. Ileostomy-gen/loop ileostomy. Actual procedures: exploratory laparotomy-gen. Bowel resection, small intestine. Colostomy revision with stomal hernia repair. Ileostomy-gen. Lysis of adhesions, abd/extensive 22. Post op diagnosis: recurrent, refractory crohn disease, parastomal hernia, loa. Complications, findings and other information: adhesiolysis >5 hrs; >12 large and small serosal tears; one spontaneous perforation just proximal to strictured terminal ileal crohn disease. Specimens, sites, disposition: specimen, small bowel resection. Site, small bowel. Disposition: surg path. On (B)(6) 2011: (B)(6) medical center. Implant record. Sepra film qty 4. Strattice, stoma 8x8, qty 1. Strattice 10x10cm, firm, qty 100. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Pathology record. Accession #: (B)(4). Diagnosis: small bowel, resection: crohn¿s disease of the small bowel with enterocutaneous stoma. There is no evidence of dysplasia. Microscopic description: slides reviewed, microscopic description not recorded. Gross description: labeled/fixative: small bowel resection, fresh. Qty/size/weight: two fragments of small bowel, 23.0 x 6.0 cm. There is a narrowed area with a diameter of 3.5 cm in the middle portion of the fragment. The second portion is a stoma site, 4.9 x 4.5 x 1.5 cm with narrowing of the lumen to less than 0.5 cm. Tissue description: portion of small bowel and anastomosis site, stoma. External architecture: there is fat creeping. Mucosa: there is flattening of folds in the area of narrowing. There are areas of cobblestone appearance. The remaining mucosa is edematous and focally hemorrhagic. Wall thickness: 0.5 cm. Sections/processing: (a1-a2) representative section of stoma site; (a3) representative section of the narrowed area; (a4) area of adhesion; (a5) area of adhesions; (a6) adhesions; (a7-a8) margins of the specimen; (a9-a10) representative sections of the mucosa; (a11-12) sections from irregular mucosa; (a13) narrowed stoma lumen; (a14) anastomosis site. Specimen submitted: a ¿ small bowel resection, small bowel. Clinical history: not provided. Clinical diagnosis: parastomal hernia, loa [lysis of adhesions]. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Consultation. New drainage from chronic abdominal wound. Long history of crohn¿s disease and multiple abdominal surgeries, who has been followed by dr. (B)(6) for chronic wound of his previous ostomy site. The patient states that over the last week the wound appears to be getting deeper. This was first noted at his last clinic visit with the general surgery nursing staff and required restarting packing strips. He states that when he removes the packing he has noticed more drainage, at times he notes pus, which he describes as yellow-green and not foul-smelling. He has had some increased redness around the wound as well. The wound is non-tender. He has had no fever or chills. He also notes that he has had an increase in his baseline nausea and vomiting. History: crohn¿s disease. Atrial fibrillation. Hypertension. Arthritis/chronic back pain. Surgical history: multiple prior abdominal surgeries for crohn¿s disease, most recently (B)(6) 2011: exploratory laparotomy with extensive lysis of adhesions (modifer 22) for >5 hours, small bowel resection, end-ileostomy revision with biologic mesh repair of parastomal hernia and small bowel resection with resiting of the end-ileostomy from left to right side of the abdomen with prophylatic [sic] biologic mesh placement. Cholecystectomy 10-15 years ago. Spinal surgery x 5. Social: current smoker, ¼ pack per day, has been smoker >20 years, used to be a heavy smoker. Denies etoh or drug use. Review of systems: constant nausea, worse this week, baseline vomits 2-3 times/week. Weight loss 65 lbs since surgery in march. Exam: overweight. Abdomen; obese, ostomy right lower quadrant, well healed midline abdominal incision, 4cm lateral to midline there is a 1 cm round wound, granulation tissue at edge, maceration or surrounding skin 1 cm circumferentially, wound probes 4.5 cm depth, there is pink serous staining of dressing and q-tip, no purulence or fluctuance, no cellulitis, abdomen soft, non-tender. Extremities; venous stasis changes of bilateral lower extremities. Procedure note: the wound was prepped with chlorhexidine, 8 cc of 1% lidocaine with epinephrine injected into subcutaneous tissue surrounding wound. A cruciate incision was made along the wound. The dogears were excised sharply. Granulation tissue was debrided. The wound was packed with ½ inch packing tape. There was adequate hemostasis. Impression/plan: crohn¿s disease, chronic poorly healing wound at previous ostomy site which has failed to heal following surgery in march. Low suspicion for fistula given examination of wound and quality of drainage. Needs ongoing aggressive local wound care, wound tunnels rather deep into subcutaneous fat and opening at skin is small, making packing and drainage difficult. Will enlarge opening at skin to aid local wound care and drainage. Given erythema and change in quality of drainage will treat with short course of anti-biotics. Skin of wound opened at bedside in cruciate fashion with debridement of granulation tissue, to along [sic] better drainage and packing for local wound care. 10 days of bactrim. Follow up general surgery early next week. Recommend following up with gi for ongoing management of crohn¿s and nausea/vomiting. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Progress notes. (B)(6) has been stable and new ileostomy site working well, has been dealing with a chronic infection and poor healing of the prior ileostomy site on the left. He was seen in the ed (B)(6) 2011 for increased drainage and concern of infection. The wound was incised and repacked and he was put on a course of bactrim which he has been taking. He says the drainage has subsided and he only needs 1 dressing change per day. Exam: abdomen; functioning ostomy with gas and stool in right lower quadrant, well healed midline incision, prior ostomy site with narrow 1-2 cm opening, no fluctuance, no signs of cellulitis, no expressed drainage, non-painful, non-foul smelling, probes approximately 4-5 cm deep, fascia intact. Procedure: wound is anesthetized with 10 cc of 0.5% bupivacaine with epinephrine, appropriate anesthesia is confirmed, wound is prepped with iodine, 11 blade used to extend the medial portion 2 cm toward midline, dogears excised and wound probed and debrided, there is a tough, stitch-like scar/adhesion on the medial side of the wound which could not be excised safely at the bedside in clinic due to its depth, opening of wound is larger and more easily packed with 0.5¿ packing strip and dressed with dry gauze. Impression/plan: chronic non-healing wound of prior left sided ileostomy site after ostomy small bowel resection and ileostomy revision, hernia repair with biologic mesh, and ileostomy resiting earlier this year in march. Appears to be improving since I&d and antibiotic prescription by dr. (B)(6) in the ed (B)(6), but is likely limited by a local stitch abscess. It is possible there is infected mesh, however this should be resorbed at this point as biologics were used. He will need further exploration and debridement as a same day procedure to properly open and debride the wound. In the meantime he should continue antibiotics and daily packing. Advised to hold his lovenox and buprenorphine the days prior to surgery. On (B)(6) 2011: (B)(6) medical center. (B)(6), md; (B)(6), md, resident-surgeon junior. Operative report. Preoperative diagnosis: stitch abscess in chronic non-healing abdominal wound. Postoperative diagnosis: stitch abscess in chronic non-healing abdominal wound. Procedure(s): exploration, penetrating wound, abdomen. Modifier subcutaneous I&d abscess, simple or single, trunk. General. Estimated blood loss: 20 cc. Drains: none. Disposition: same day then home. Condition: stable. Hpi/surgical indications: 57 year old gentleman with crohn¿s disease s/p [status post] exlap [exploratory laparotomy], small bowel resection, and re-siting of ileostomy in (B)(6) 2011 with chronic non-healing wound of prior left sided abdominal ileostomy site. He was seen in clinic on (B)(6) 2011 where a limited I&d was performed at the bedside. There appeared to be a stitch abscess deep in the wound pocket and he was asked to return for further exploration and excision in the safety of the or. Procedure description: ¿mr. Morin was brought from same day surgery to the operating room. Given his use of lovenox a coagulation panel was checked prior to starting. This was normal and consistent with his holding his home dose of lovenox. He received 2 grams of ancef and 500 mg of flagyl IV prior to starting. He was positioned supine on the table and general anesthesia was induced. A time out was performed and everyone was in agreement. His abdomen was prepped and draped in the usual fashion. 10 cc of 0.5% marcaine mixed with 1% lidocaine was injected prior to starting. Using a 10 blade, the skin incision was extended 2 cm inferiorly off the medial edge of the wound. Hemostasis was obtained with electrocautery. Blunt dissection revealed a small firm nodular fixed point on the lateral edge of the wound. There was no hernia and the fascia was intact. Using alice clamps this and two other firm areas were elevated and excised with metzenbaum scissors. There appeared to be the small remnants of a prolene stitch buried in one of these specimens. Each were sent to pathology. Because his wound has healed quickly and closed over in the past, a small cranial extension was made with bovie cautery and dog ears were removed to allow for better packing. The wound was copiously irrigated with 1.5l normal saline using pulse irrigation. Hemostasis was obtained throughout the wound with bovie cautery and then packed with two 4x4 gauze and an abd. This was the end of the case and he was extubated and taken to same day in stable condition. All counts were correct prior to closing. There were no complications. Dr. (B)(6) was present and scrubbed for the entire case.¿ on (B)(6) 2011: (B)(6) medical center. (B)(6), md. Pathology record. Accession #: (B)(4). Diagnosis: abdominal tissue, excision: subcutaneous tissue with inflamed granulation tissue. Microscopic description: slides reviewed, microscopic description not recorded. Gross description: labeled/fixative: abdominal tissue ? Stitch abscess, fresh. Qty/size/weight: two, 0.7 cm and 1.3 cm. Tissue description: portions of rubbery, pink-tan and pink-red tissue. Sectioning reveals dense, rubbery, gray-white cut surfaces. Sections/processing: (r1). Specimen submitted: a ¿ abdominal tissue, ? Stitch abscess. Clinical history/diagnosis: stitch abscess. ??/??/??: [missing records: records for the CT scan showing hernia defects containing small bowel loops with some proximal dilation and upper gi series were not provided.] On (B)(6) 2013: (B)(6). (B)(6). Operative report. Preoperative diagnosis: recurrent ventral hernias. Postoperative diagnosis: recurrent ventral hernias. Operative procedure: complex ventral hernia repair with intrafascial mesh and mesh onlay; lysis of adhesions. First assistant: dr. (B)(6). Brief clinical history: the patient is a 59-year-old man with a history of crohn¿s disease having undergone total abdominal proctocolectomy with end ileostomy. He has subsequently had numerous other operations for ventral hernia repairs, peristomal hernia repairs with re-siting of his ostomy as well as small bowel resections. He had developed yet further incisional hernias following his last surgery at the (B)(6) medical center in (B)(6) 2011 and had been suffering from intermittent bouts of small bowel obstruction thought likely to be from bowel incarcerated in these hernias. CT scan when symptomatic showed hernia defects containing small bowel loops with some proximal dilatation. At a time when asymptomatic from bowel obstruction he had undergone preoperative upper gi series that showed no transition point, no evidence of active crohn¿s disease, or structuring. He was brought to the operating room for definitive repair. Operative findings: there were several abdominal wall hernias. He had a large 8 x 8 cm hernia defect in the left upper quadrant at the site of his previous ostomy. This had been repaired with biologic mesh which had created essentially a thickened hernia sac but added no structure to the abdominal wall. On the right side superior to the ileostomy was an additional hernia 6 x 6 cm that again appeared to have been reinforced with biologic mesh but had developed a large hernia. The epigastric midline fascia was quite attenuated and had several small holes and, in additional, and a 4 x 5 cm midline defect through which bowel had herniated. There was a dense fascial band approximately 2 cm long right at the level of the ileostomy in the midline but immediately below this was yet other [sic] hernia defect of approximately 4 cm with bowel that had become incarcerated in it as well. The bottom of the midline fascia was attenuated but intact and there had been no hernia defect noted in the hypogastric region by CT scan. The small bowel was completely adherent to itself and to the undersurface of the abdominal wall but these adhesions were not dense and could be taken apart sharply. There was free space in the left upper quadrant. The small bowel was taken down off the posterior aspect of the abdominal wall but we did not make attempt to dissect apart the multiple loops of small bowel in the abdomen. Operative procedure: ¿after correct patient identification and informed consent had been obtained in the preoperative holding area, the patient was brought back to the operating room where a surgical time-out was conducted with all team members present and in agreement concerning patient identification and the procedure to be performed. The patient had a 20 gauge angiocath inserted and general anesthesia was then induced. A left subclavian percutaneous catheter was introduced by the anesthesia staff due to extreme difficulty with patient intravenous access. The abdomen was then clipper prepped and a foley catheter was sterilely inserted. A coude catheter was used because the initial catheter placement was unsuccessful. The ileostomy appliance was removed and the skin around the ileostomy was cleaned with adhesive remover. The abdomen was then doubly prepped with chlorhexidine and sterilely draped. A new sterile ileostomy appliance was secured over the ileostomy. We began by excising the previous midline surgical scar. This was done down to the level of the fascia. Extreme care was taken as we encountered the various hernia sacs not to injure intra-abdominal contents. The midline fascia was opened and the loops of small bowel protruding through the hernia defects were sharply dissected free without enterotomy or serosal tears. We then cleared the bowel contents from the posterior abdominal wall back to the level of the anterior axillary line on the left side and to the ileostomy on the right. The hernia sacs and apparent thickened collagenous tissue from the biologic mesh were then excised. The left a somewhat t-shaped defect with a 15 x 10 cm oval defect in the epigastrium and then a 10 x 4-5 cm defect down through the center of the midline incision. Skin flaps were raised out past the lateral border of the hernia defect. As this flap was raised a serosal tear of the 3 or 4 mm was made in the ileostomy as it course through the subcutaneous fat. This was not a full through-and-through enterotomy and the serosal tear was repaired with interrupted 3-0 vicryl sutures. The fascial edges were then cleaned and thinned-out fascia, hernia sac, and fatty tissue were debrided back to reasonable viable edges. The lower end of the abdominal incision was then closed with a running #1 pds suture, reapproximating the fascia. This left the remaining epigastric defect that was 10 x 13 cm. A piece of gore-tex dual mesh was then selected, 15 x 10 cm and circumferentially [sic] tacked to the epigastric defect with running 0 prolene sutures. The nonadherent brown side was placed down and the white side for fascial ingrowth was placed superiorly and under the edge of the fascia. With the abdominal wall closed, we then chose a 15 x 15 cm piece of parietex progrip mesh which we used in an onlay fashion to cover the epigastric defect and mesh as well as extending out laterally onto the upper abdominal fascia. The mesh was cut in a circular fashion so that it did not impinge or rub on the ileostomy as it coursed through the subcutaneous tissue. Mesh was secured with an autosuture fascial stapler as its periphery. We then reinforced the lower end of the abdominal incision that had been closed with the #1 pds suture with a piece of parietex mesh which was 10 x 15 cm but trimmed to fit the remaining fascia exposed. This also was placed in an onlay fashion so that no mesh other than the smooth side of the gore-tex mesh was in contact with intra-abdominal viscera. Two 10-mm jackson-pratt drains were then brought through separate stab wound incisions in the left lower quadrant and placed in the subcutaneous space above the mesh and beneath the subcutaneous fatty tissue. A large ellipse of skin, subcutaneous fat, the umbilicus, and the previous ileostomy stoma site scar on the left side was then excised. The skin edges were noted to be perfused well and the electrocautery was used for hemostasis. The subcutaneous fat was then reapproximated in deep layers with 2-0 vicryl sutures placed in a triangular fashion to have the fat adhered to the onlay mesh. Deep dermal 2-0 vicryl sutures were placed and the skin incision was closed with a series of staples. The drains were connected to closed suction. Wound was covered with xeroform dressing and a dry sterile dressing. Estimated blood loss was 300 ml for the case with 3 liters of crystalloid and 500 ml of hespan given throughout the case. Urine output was 200 ml. All sponge and instrument counts were correct at the conclusion of the procedure. The patient was allowed to awaken from anesthesia and was discharged to the intensive care unit for post operative monitoring in satisfactory condition.¿ on (B)(6) 2013: (B)(6). Intraoperative report. Implant record. Material sent to laboratory for analysis: abdominal scar tissue. Hernia sac. Skin and subcu fat. Cultures: n/a. Prosthesis installed: gor 1dlmcp03. Implant sterility checked: yes. Sterility expiration date: dec 2015. Vendor: wl gore & associates. Model: gore dualmesh plus biomaterial. Lot number: 11125439. Serial number: none. Sterile resp: manufacturer. Size: 10 x 15cm. Quantity: 1. Item cov temi515g. Vendor: coviden. Parietex progrip mesh. Quantity: 1. Item cov tecr1510. Vendor coviden. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/11125439) was implanted during the procedure. On (B)(6) 2013: (B)(6). (B)(6), md. Pathology record. Accession no: (B)(4). Specimen: a. Abdominal scar tissue. B. Hernia sac. C. Skin and subcutaneous fat. Brief clinical history: none given. Preoperative diagnosis: hernia anterior abdominal wall. Operative findings: none given. Postoperative diagnosis: hernia anterior abdominal wall. Gross description: a. Received fresh and fixed in formalin is a portion of indurated skin and adipose tissue measuring 15 x 5 x 1.2 cm. The skin shows a linear 2.8 cm scar. Representative sections are submitted in one cassette. B. Received fresh and fixed in formalin are multiple pieces of fibroadipose tissue measuring 13.5 x 5.5 x 2.2 cm in aggregate. No sections are submitted. C. Received fresh and fixed in formalin is a piece of skin and subcutaneous fat measuring 19.5 x 11 x 3.5 cm. There is a 2 cm retracted area of skin. Representative sections are submitted in one cassette. Gross diagnosis only: b. Abdominal hernia repair: compatible with hernia sac. Microscopic exam diagnosis: a. Excision, abdominal scar tissue: scar. C. Excision, skin and subcutaneous fat: scar. ??/??/??: [missing records: culture for drained hematoma and CT scan with air above and below the level of the mesh indicating a likely infection were not provided.]... (Continued on attachment).

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions.: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11125439. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence and infection. Additional event specific information was not provided.